Manufacturer narrative:
Zoll has not received the platform for investigation. A followup report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4), displayed a 'system error, out of service, revert to manual CPR' error message". It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.